Event description:
Customer reportedly obtained a result of 2.6 inr on the coaguchek xs system while a professional method returned as 4.1 inr. No treatment information provided. No adverse event reported. Requested return of suspect system, however customer declined returning product.